Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy and fell, the driveline was disconnected from the controller. Upon admission to the hospital, blood was visible on the outside of the connector and the locking mechanism felt "sticky" and was not easy to move while connected to the controller. During inspection the driveline connector could be pulled out of the controller port with a slight pull and was reconnected immediately. A wipe was used to remove blood residues from the connector without disconnection. After cleaning the locking mechanism was tested once more and was easily movable and the driveline connector was securely held to the controller port. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline connector revealed that the locking mechanism was difficult to move and a foreign substance was observed on the driveline connector, as noted in visual evidence provided by the site. The connector was cleaned on 11/jan/2019 to mitigate the reported conditions. As a result the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to foreign material between the connector body and connector sleeve, most likely introduced during use, that may have prevented the driveline connector from locking as intended on the controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.